Event description:
It was reported that the patient had device erosion with infection. The patient had positive blood cultures. The implantable pulse generator (ipg) and leads were explanted and replaced when the infection cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: c2tr01 ipg, (B)(6) 2014. (B)(4).